Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the clips legs were malformed, crossed like a scissor and the clips did not load properly into the jaws as expected. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during coronary artery bypass grafting (CABG), clips were not loading properly from the three devices. A lot of clips were scissoring. Another device was used to resolve the issue in order to complete the case. There was no patient injury.